Event description:
On 7/30/96, following diagnostic angiography, product was used. Following deployment of the first plug, physician noticed a kink in the sheath. He attempted to deploy the second plug and could not. The sheath separated from the hub. When the clinical education specialist was informed of the event, he asked about the sheath. The physician was not sure where the sheath was. The clin. Ed suggested the pt be examined. On 8/1/96 sheath was found in the pt. It was removed under local anesthesia with no clinical complications.